Event description:
It was reported that the customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. At one point, the customer had to give himself glucose tubes of 15 grams. The customer recorded a sensor glucose reading of 108 mg/dl when the actual blood glucose level was 179 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. Advised to not calibrate on a sensor alert. Advised that a replacement sensor would be sent. Customer stated that he would call back in order to continue troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.